Event description:
Customer reported he did not receive his promised adc blood glucose meter replacement and because of this he sustained an unspecified "injury". Customer service provided the fedex tracking information and noted it would be delivered later today (on (B)(6) 2012 the day he called customer service), but it had been promised to be delivered on (B)(6) 2012. No further information was provided at the time of the original call because he had an appointment with his healthcare provider and could not continue troubleshooting. Two, unsuccessful, attempts to contact this customer to gather additional information have been made. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The complaint involved a delivery issue; hence no product investigation will be undertaken. (B)(4). All pertinent information available to abbott diabetes care has been submitted. Please note: the actual date when the event occurred is unknown. The date listed is the date when abbott diabetes care became aware of the event.